Manufacturer narrative:
The biomedical engineer (internal to the customer) found a leak from the tubing through pinch valve (vl54). He replaced the defective tubing through pinch valve (vl54), which resolved the leak. (B)(4).

Event description:
The customer reported a leak of approximately 30 ml from the lh780 instrument. The leak was not contained within the instrument. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and eye protection at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.